Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06jun2005 to the present date 02jan2021 and note that this device has been returned for service four times which correlates to the customer reported issue or service repairs.

Event description:
The customer reported alarm - error codes/messages, error code 354.6770. There was no patient involvement reported.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes/messages, error code 354.6770. There was no patient involvement reported.